Event description:
Caller reported a malfunction on the pump with a specific malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump and took steps to ensure the customer received the necessary field correction notice, as the caller had not acknowledged receipt. Customer confirmed understanding of the process for returning the old pump and programming the replacement, with instructions provided for setting it up and connecting their continuous glucose monitor. The caller acknowledged all steps, ensuring continued insulin delivery via multiple daily injections as backup therapy.